Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: options disappeared / options not found. The unit has not been used for a long time and the option code is lost. No patient involvement.